Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an alarm occurred. A day after therapy was initiated a blood leakage was noted in the catheter tube. Removed iab and discontinued iab therapy. No patient injury was reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy an alarm occurred. A day after therapy was initiated a blood leakage was noted in the catheter tube. Removed iab and discontinued iab therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. The extracorporeal tubing was cut one inch from the male luer and was returned separately. Underwater leak testing of the balloon, catheter, y-fitting, extracorporeal and extender tubing were performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.03cm in length. The optical fiber was found to be broken within the membrane approximately 15.7cm from iab tip. The evaluation confirms the reported alarm, unknown & leak, blood in tubing problem. The reported alarm, unknown & blood in tubing was most likely triggered by the leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an alarm occurred. A day after therapy was initiated a blood leakage was noted in the catheter tube. Removed iab and discontinued iab therapy. No patient injury was reported.